Event description:
It was reported (B)(6) 2009 that while the stimulation was turned on, there was a loss of therapeutic effect. Patient had tried several different programs; each has worked for a short time (several weeks to a month or two) and then was no longer effective. The doctor reported (B)(6) 2009 that the event was not attributed to the device. Patient symptoms were no stimulation, urinary issues. No injury was reported. The patient reported (B)(6) 2009 and (B)(6) 2009 that the device was reprogrammed and the patient was still having problems with the system and needed frequency and level changes. The patient reported a loss of therapeutic effect after she was in a car accident on (B)(6) 2010 that deployed her airbag and totaled her car. Patient was wearing a seat belt. Patient reported she did not have system checked after the accident. The effect was in the perineum. The patient was at home and the patient's status was good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).